Event description:
The user received questionable results for multiple assays over time and provided an example of creatine kinase (ck) results for one patient sample. The initial result was 61 u/l with a data flag and the repeat result was 78 u/l with a data flag. The sample was retested with a dilution and the result was greater than 30% different from the original and first repeat result. The user could not provide the specific result. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The ck reagent lot number was 63315601. The user declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.